Event description:
Boston scientific received information that this right ventricular (rv) lead displayed noise on the rate/sense portion, with pacing impedance measurements greater than 2,000 ohms and shock impedance measurements greater than 125 ohms. No capture was observed. A lead fracture was suspected. The patient was reportedly not pacer dependent. A revision procedure was performed and during rv lead extraction, the rv lead broke in half. The proximal end of the lead was successfully removed. A new lead was implanted. No other adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection confirmed the lead was returned severed 188mm from the terminal pin. Conductors of the mid-body segment were extremely stretched to the point of fracture, with some segments of the lead missing, including the tip with distal coil. Additionally, cuts and laser damage were noted in the insulation in multiple locations. With manipulation, the lead was found to be electrically continuous.